Manufacturer narrative:
Concomitant medical products: product ID 3093-33, lot# va0erq5, implanted: (B)(6) 2015, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that they experienced a loss or change of therapy. The patient was not feeling stimulation and the therapy was not on. Turning the therapy on resolved the situation. There was a return of symptoms. The patient was not getting symptom relief since (B)(6) 2015. There were no falls/trauma related to the issue. The stimulation was off but was turned back on during the call. The patient was on 3.0 volts and now felt stimulation, but it was too high, so she lowered it to 2.7 volts which was comfortable. The patient reported that it was very possible that she accidentally turned stimulation off. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. If additional information is received, a follow-up report will be sent.